Event description:
It was reported that the patient presented to the hospital for an implant procedure on 30 jun 2025. During the procedure, the right atrial (ra) lead dislodged at multiple positioning attempts. In the last attempt, the ra lead failed to sense and capture. The physician stated that the ra lead was damaged due to multiple repositioning attempts. The implant of a ra lead was abandoned. The patient was in stable condition.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense and "lead could be damaged". A complete lead was returned in one piece with the helix retracted and clogged with blood/ tissue. After cleaning blood/ tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full helix extension length was measured within specification. The reported events of failure to capture, failure to sense and "lead could be damaged" were not confirmed. Final analysis found no indication of conductor fractures or internal shorts. No lead anomalies were noted.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.